Manufacturer narrative:
Although the used device has been returned, the investigation into this event is still on-going. The sample, as well as a supplier corrective action request (scar) will be the guidewire manufacturer, c.r. Bard. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by navilyst medical's distributor in uruguay, during a procedure a 0.038", 3mmj guidewire kinked and the core wire fractured. The guidewire remained in one piece, was successfully removed, and a new guidewire was used to complete the procedure. There was no pt injury. The used device has been returned to navilyst medical.